Manufacturer narrative:
The returned products were examined by a member of our product development dept. The whole balloon was returned intact and still attached to the catheter. There was a longitudinal burst observed in the centre of the balloon. There was no other obvious damage to the catheter. This was not supposed to be a reportable event, as initially clearstream technologies thought that the balloon broke into two as was reported by the distributor. However, the balloon had only ruptured. Please find attached the final report sent to the customer as well.

Event description:
The event was described as: during the procedure, the doctor blew the ball and bring it to 10 atm in the packaging suggested the savvy long 6.0x 220mm l=120cm balloon broke and we had to pass another.